Event description:
The customer tested her blood glucose and received a reading of 23 mg/dl using her breeze2 meter. She retested using her breeze meter and received a reading of 125 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. The meter is to be returned for evaluation. A replacement meter was sent to the customer.